Event description:
The pt performed a test with their meter and obtained a reading of hi (>600mg/dl). Pt felt symptoms of hypoglycemia. Pt then exercised and took 4 units of insulin (ultrafast). Two hours later pt performed another test and obtained a hi reading. The pt then went to an ambulatory facility 15 mins after the second test and obtained reading of 434mg/dl on their meter. 10 mins later the ambulatory meter read 48mg/dl. Customer refused treatment in the clinic. No further info has been reported.